Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of secondary set would not flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following verbatim: verbatim: rcc received a complaint via email. Email(s) attached secondary did not infuse, 250ml bag with in line vial2bag device. Also pump / bag set up was not correct. After removal of the vial2bag and correcting the set up, the secondary infused on time. (250ml/hr)

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.